Event description:
The device was returned to the manufacturer after explant with no information. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device had a high current drain condition due to current leakage in a ceramic capacitor. Concomitant product: 6947 implantable tachy lead (B)(6) 2008. (B)(4).